Event description:
The patient reported their device was explanted due to a "staph infection". No patient symptoms or outcomes were provided. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.